Event description:
It was reported that the flat panel sensor no longer works (detector has fallen). The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the flat panel sensor no longer works. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed an analysis and concluded that the detector had been accidentally dropped, which caused the flat panel sensor to stop working. The detector was replaced, and the system was returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).